Event description:
It was reported by the customer that the device was overheating. No other additional information was provided by the customer.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the device.